Event description:
It was reported that a patient was implanted on 2013-(B)(6) due to parkinson¿s disease and on "about 2014-(B)(6)" the patient felt that the right hand trembling was aggravated. It was noted that the patient asked if the patient programmer was set to the upper limit, would the patient go to the hospital for reprogramming. It was noted that the symptom had remained for one week.

Manufacturer narrative:
(B)(4).